Manufacturer narrative:
Product event summary: the full lead was returned in segments and analysis was performed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. (B)(4)

Event description:
It was reported the lead integrity alert (lia) was triggered due to noise, high short interval counts (sic) and high impedance on the low-voltage portion of the right ventricular (rv) lead. The patient was admitted to the hospital. The following day the impedance on the low-voltage portion of the lead read 'zero'. The patient was given a life vest and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).